Manufacturer narrative:
(B)(4). Batch #: t5et98. Investigation summary: the analysis found that one psee60a device was returned with the handle shrouds opened, and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to the bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged on the frame was due to an improper handling of the device. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer surgery, after fired, could not open the jaw. Used manual override lever to open the jaw. There were no adverse consequences to the patient. No additional information could be provided.